Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, it appears that the severe tortuosity of the aorta led to poor coaxial alignment and the subsequent canted deployment of the sapien valve. The pvl was a result of the aortic malposition and valve canting. The moderate to severely calcified native annulus may also have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the 26mm sapien valve was deployed in a 70:30 aortic position, with one side canted more aortic, resulting in paravalvular leak (pvl) at the 10:00 and 1:00 o¿clock positions. A second 26mm sapien valve was deployed 4mm more ventricular, which resolved the pvl. The patient was noted to be in stable condition post procedure. The native aortic annular diameter was 24.9mm by tee. The aortic valve was moderate-to-severely calcified. There was mild mitral annular calcification (mac) and no ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 55-60%. During deployment, ventilation was held and there was no loss of pacing capture. The image intensifier angle was described as good. The coaxial alignment of the valve and delivery system was described as poor. The patient had scoliosis and the aorta was extremely tortuous. There were a series of s-turns from the abdominal aorta to the aortic arch. This tortuosity led to poor coaxial alignment and the subsequent canted deployment of the sapien valve.